Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version #: 2.0.1 f1908: delay of less than one hour f26: no patient impact h3, h6: software analysis was performed. It was found that there was insufficient information to determine whether a software anomaly contributed to the event. Codes b01, c19, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that the navigation system was not actively tracking instruments. It appeared like the system would track then later the system would not appear to be picking up on the movement of instruments. The customer is able to go back to a different software task then back to navigation to return the system to normal tracking. There was a delay of less than one hour and no impact to the patient. Additional information was received, it was reported that the procedure was a deep brain stimulation (dbs).